Event description:
It was reported that the during device replacement, it was observed that the lead could not be disconnected from the device due to the set screw not unscrewing. The lead was cut and capped and the device was explanted. The patient condition was good after the event and there were no adverse consequences.